Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced a loud rattling noise was coming from the station. The unit was showing as offline on remote smart service. The customer attempted to restart and power off the station, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the rattling noise from station and offline in rss. A field service engineer identified that the pas power supply fan had failed, producing a loud chittering sound that distracted staff and patients and prevented use of the station; replaced the pas power supply unit, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.